Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft2325 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the red port cracking and leaking with the double lumen 4 fr PICC line. It was stated they had to change out / replace the PICC line. Add info rcvd 11/10/2021: I am not able to research all that info at this time, all I can tell you is the catheter will not go in over the wire, like its kinked but we do not see a kink. If I get more then I will report further.